Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. Device remains with the customer.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.